Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI:(B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the saw attachment device had cosmetic damage, was frozen/would not move, thread saw blade coupling damage, the moving parts did not move smoothly and did not function. It was further determined that the device failed pretest for general condition, check the saw blade coupling, check for mechanical free movement, check general function in the running mode and check the oscillation frequency. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.